Event description:
When deploying the stent, a small radiopaque artifact piece (small circular ring) came off the deployment system and ended up in the patient's lung, specifically the patient's left lower lobe pulmonary artery. Radiology initially tried to snag the piece but was unsuccessful. Piece was left in place as the risks for retrieval outweighed the benefits.